Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with post-paced t-wave oversensing via merlin.net transmission. Programming changes were made.